Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material was adhered to the scope because a leak in the scope was observed, and the reprocessing could not be completed normally. The adhered foreign material is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign objects in the distal end. There were no reports of patient involvement.